Event description:
Following bilateral intraocular lens (iol) implant surgery, a surgeon reports seeing glistenings on both lenses at the first postoperative visit. At a subsequent visit, brown microscopic sand that seemed to be embedded through the lenses was observed. The patient's visual acuity has not been affected. Additional information has been requested. There are two medical device reports associated with these events. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/29/2008 by phone and mail. A complete questionnaire has not been received. This report was mailed to FDA on: 09/24/2008.